Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware. Block d6b: explant date: 3 to 4 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 2000016404.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained.